Manufacturer narrative:
H6: investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 experienced 6 cases of the cannula breaking off or pulling out and 6 cases of being unable to inject insulin. The following information was provided by the initial reporter: glide u 40 insulin syringe - needle breaks, stucked insulin piston block. Needle block- insulin not coming out. Bending of needle. For this batch 1 out of 3 needle used having issues. Needle bend observed. When checked detachment of needle from piston observed. No injury to user.

Manufacturer narrative:
Initial reporter phone #: (B)(6). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 experienced 6 cases of the cannula breaking off or pulling out and 6 cases of being unable to inject insulin. The following information was provided by the initial reporter: glide u 40 insulin syringe - needle breaks, stucked insulin piston block. Needle block- insulin not coming out. Bending of needle. For this batch 1 out of 3 needle used having issues. Needle bend observed. When checked detachment of needle from piston observed. No injury to user.